Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware. The fse cleaned the sample probe, reagent probes, mixer bars and wash nozzles, and replaced the wash syringe and wash float sensor which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high glucose (glu) patient results when running basic metabolic panel (bmp) and complete metabolic panel (cmp) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for three (3) patient samples.